Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged. The lead was found loose under the sleeve. The patient received inappropriate therapy and all measurements were out of range. The lead was repositioned successfully.